Manufacturer narrative:
Visual inspection: during the visual inspection a deformation of the outer housing of the progav valve could be determined. The measurement of the plane parallelism could confirm that with a value of -0,061 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has indicated that the progav has a blockage and that the shuntassistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav is not permeable, a computer controlled test is not possible. The shuntassistant operates within the accepted tolerances. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our examination results, we can detect a blockage on the progav and deposits in both valves at the time of our examination. The cause of blockage could be the detected deposits. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (#fv414t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt showed an under-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 years, 5 months; weight: 8.7 kilograms (kg); height: 76 centimeters (cm); gender: male.